Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Serial # :(B)(4), catalog# 1650de, exp. Date: 04/30/2017, mfg. Date: 04/30/2016, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 11/30/2016, mfg. Date: 11/30/2015, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 11/30/2016, mfg. Date: 11/30/2015, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 11/30/2016, mfg. Date: 11/30/2015, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 11/30/2016, mfg. Date: 11/30/2015, (B)(4); serial #: bat(B)(4), catalog# 1650de, exp. Date: 11/30/2016, mfg. Date: 11/30/2015, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 11/30/2016 , mfg. Date: 11/30/2015, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 09/30/2016, mfg. Date: 09/30/2015, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 09/30/2015, mfg. Date: 09/30/2014, (B)(4); serial #: (B)(4), catalog# 1650de, exp. Date: 09/30/2016, mfg. Date: 09/30/2015, (B)(4).

Event description:
It was reported by the patient that power sources are switching from one port to the other, earlier than expected. The controller could not be upgraded with the latest software as the patient refused the related controller exchange earlier this year. The device was exchanged on (B)(6) 2016. There was no patient impact.

Manufacturer narrative:
After review of additional information received sections have been updated accordingly. The reported event of power switching was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of controller, (B)(4), manufacturing documentation confirmed that the associated device met all requirements for release. Analysis revealed that controller ((B)(4)) passed visual examination but failed functional testing due to a no power audible alarm failure. Internal visual inspection revealed a leaking nickel metal hydride battery responsible for driving the no power audible alarm. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. This finding is not related to the reported event. Analysis revealed that the batteries passed visual examination and functional testing. The controller, (B)(4), contains an old software that does not record a battery's serial ID. Analysis of controller's ((B)(4)) log files revealed potential premature switching events; the relative state of charges did not change between the power switching event, indicating that the same batteries were likely still connected. However, it's unknown what devices were involved. The premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).